Manufacturer narrative:
A complete analysis and testing of 3 opened and used enlite sensors. Found 1 of the 3 introducer needles bent inside of the sensor, 2 of 3 the needle was missing and 3 of 3 found the sensor and the needle had separated per our visual inspection. Unable to confirm the customers complaint due to the customer returned the sensors opened and used. Unable to confirm packaging anomaly due to the customer returned only the sensors.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had four sensors fall apart after removal from the package. The customer reported the issue occurred when attempting to insert the sensor into the inserter. Customer's blood glucose was unknown. The sensor will be returned for analysis.